Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The associated programmer files were reviewed.

Event description:
During a follow-up visit on (B)(6) 2013, review of the associated ICD memory ((B)(4)) revealed a small amount of noise in an episode dated (B)(6) 2013 at 18:20. Vf episode. Therapy was not delivered due to this noise sensing. An unsuccessful attempt was made to recreate this noise by an isometric test and changing body position. The physician reprogrammed the ventricular sensitivity from 0.4mv to 0.6mv. Another follow-up is scheduled for (B)(6) 2013.